Event description:
A report has been received from (B)(6) of a faulty hand control. The bath lift is for an end user who has had the lift in his home since (B)(6) 2011. The end user was in the lift when the hand control went out. The lift would go up but not come down. He states the end user has to be transferred out of the lift because it was stuck in the up position. A loner lift was issued while the hand control was worked on. No injury.